Event description:
Clinical adverse event received for instability and increase pain. Event is serious and is considered severe. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2021; date of revision: unk; date of event: (B)(6) 2022. (Right knee). Treatment: revision; insert was revised.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Through follow up it is now understood there is no allegation associated against a product malfunction. Review of the x-ray evidence found nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Event description:
Medical records received. Doi: (B)(6)2021: patient received a right sigma tka to treat severe valgus arthrosis, tibial bone loss, a severe patellofemoral disease with osteophyte formation, and cystic femoral changes with tapering of the bone. The surgeon notes that the natural pcl was atrophic and required the removal of osteophytes. The tibial bone loss was treated with a cut below the defect and required the use of an mbt tibial tray and bone grafting. The cystic femoral formation was excised and filled in with bone cement before cementing the femoral component. There was approximately 1 mm of varus/valgus laxity after final implantation, which the surgeon deemed appropriate. The procedure was completed without complications. Clinic note dated (B)(6)2022: patient presents with new onset pain, instability, and hyperextension of the right knee. She has 4-5 mm varus/valgus laxity and 10 degrees of hyperextension. X-rays reveal a well-fixed right tka with a little lucency around the anterior femoral component. The patient is referred for revision of the insert and placed into a knee brace in the interim. There were no revision operative notes provided.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.